Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and said the paper tape irritate the skin (1x10). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).